Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, there was a drop in impedance after tying down the suture sleeve. An insulation anomaly was suspected. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
Describe event or problem provided in the previous report was incorrect. Included in this report is correct and should supersede the previously reported. (B)(4).

Event description:
It was reported that during initial implant procedure, there was a drop in impedance and an increase in capture threshold after tying down the suture sleeve. An insulation anomaly was suspected. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.